Event description:
The patient received her scs system, including two percutaneous leads (from the same lot) on (B)(6) 2011. It was reported that the patient complained of an overstimulation sensation followed by a crackling sound. She stated that the sensation occurs in the area between the ipg site and leads. Diagnostic tests exhibited low impedance readings on multiple contacts. An x-ray showed a slight kink where a lead comes out of the anchor, and the left lead had migrated inferiorly. The physician plans to perform intraoperative testing of the leads and a lead revision procedure. No additional information is available at this time. No further patient complications were reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.